Manufacturer narrative:
The complaint device is not available for a physical evaluation and no further information is available to determine a root cause for this failure. It is not clear what portion of the anchor broke. Anchor breaks are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. It is unknown if any of the following contributed to the failure. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch for second anchor: 1221934-2016-10091. (B)(4).

Event description:
Suture anchor broke during insertion on a rotator cuff procedure. The procedure was completed with same like product with 60 minute delay.